Manufacturer narrative:
An event for patient effects of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported pericardial effusion could not be determined. The reported hypotension, hospitalization and unexpected medical intervention were results of case-specific circumstances, as pericardiocentesis was performed and the patient required prolonged hospitalization.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure uisng a amulet¿ steerable delivery sheath. During procedure, it was noted that the blue loader tip broke off of the loader tube after the device was inserted into the sheath and advanced to the tip of the sheath. The loader was removed and the 2 way hemostatic valve was connected to the sheath adapter of the sheath to proceed the case. The laa measuring for amulet device sizing was determined by 2d transesophageal echocardiogram (tee/toe) and laa depth was 28mm. During procedure, the left atrial pressure was14mmhg and atrial rhythm was non-sinus rhythm (nsr). The activated clotting level (act) were 295s and heparin was administered. The amulet was successfully deployed in the laa. The patient was reported discharged. On (B)(6) 2025, the patient reported with hypotension and electrocardiogram (ECG) showed small pericardial effusion without evidence of tamponade, intravenous (IV) fluids were administrated. On (B)(6) 2025, a pericardiocentesis was performed.